Manufacturer narrative:
(B)(4).

Event description:
It was reported that the during implant the left ventricular lead exhibited loss of capture, the patient experienced muscle stimulation. The patient's condition before, during and after the procedure was good. The lead was discarded and would not be returned.